Event description:
Reported due to patient requiring surgery post interventional deployment of the perclose proglide suture-mediated closure (smc) device. The physician attempted arteriotomy closure using the perclose proglide after the patient had an angioplasty and stent to the coronary arteries. The device was deployed but the physician noted that he needed to use more force than normal to advance the device into the vessel. "Calcification was not noted". Arterial flashback was noted. The sutures were trimmed and the device was removed. Hemostasis was achieved. The patient was noted to have hypotension post the procedure. Manual pressure was applied to the groin and the patient required "fluid resuscitation". A CT scan of the groin and abdomen was done. The CT scan showed arterial bleeding. An operation was done and a vein graft patch was applied to the artery to close the hole found in the wall of the artery. The surgeon was unable to locate the perclose suture and "felt that the puncture was high in the vessel, and had torn the vessel wall close to the inquinal ligament". Patient required an additional week of hospitalization and was discharged home.